Event description:
It was reported that after placement in the operation ward, it was discovered that the foley catheter had fallen out.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Five photos were returned for evaluation. The first one shows a top view of a 3-way catheter and syringe. The next photo zooms into the deflated balloon and tip. The last two photos show the catheter's cap nghx5022 and a note in native language. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Attempted to inflate the balloon with returned syringe and 10 ml of methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) but the solution immediately leaked to drainage funnel indicating lumen to lumen leak. The returned sample does not meet specification which states: "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. DHR was not required as the CAPA 8266921 is applicable for this product lot number. The scope of CAPA 8266921 is applicable for this product lot number. Therefore, labeling review is not required. Correction- d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement in the operation ward, it was discovered that the foley catheter had fallen out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.